Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert code 41 indicating an insulin shaft rewind error and an insulin absolute range error that persisted after multiple restarts, leading to shipment of a replacement device and instructions to shut down the original unit and return it with a provided label; the user was advised that device data would not transfer and to complete start up on the replacement, and to continue cgm use via the dexcom app or receiver. Symptoms included no reported adverse clinical effects. Outcomes included delay in receipt of the replacement device due to carrier shipping issues, prompting escalation to a supervisor. Investigation included customer service troubleshooting and receipt of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.